Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. It is presumed that foreign material remained in the area, for the device was returned to olympus without reprocessing at the user facility. The event can be detected/prevented by following the instructions for use which state: evis exera ii duodenovideoscope olympus tjf type q180v chapter tjf type q180v operation manual 3 preparation and inspection 3.2 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodeno videoscope had foreign material on the forceps elevator. There was no patient involvement.